Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with normal operating currents and no unexpected off no power or battery alarm noticed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 820mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found battery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and passed. No further info was provided.